Event description:
Patient suffered from withdrawal syndrome caused by pump failure (hardware failure ¿8¿). Since patient has to underwent a dialysis the following day no further decision were made with respect to the pump but most probably a pump exchange will be become necessary. Meanwhile patient receives oral medication. Transaction protocols will be available at the earliest after the dialysis has been completed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device history record of product code 91-4201, lot clcczb; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on april 15th, 2010. Data extraction: only the pump window and warning window data were extracted from the pump due to a leak of communication with the pump after two communications. Data extracted were sent to the r&d for analysis. The pump showed before the explantation the following issues: hw[8], fls accuracy and hw[1] and a new issue has been triggered after the explantation: mmc failure (hw[13]). As the mmc is responsible of the communication with the control unit, we can suppose that the failure of all communication is linked to the hw[13]. Visual inspection: the pump was returned as follows: 4 suture loops, approx. 20 punctures were observed on the filling septum, no scratch was observed on the outer parts of the pump, approx. 1 holes observed on the bolus septum, and the pump was returned empty. Pump decontamination: the medstream pump was steam sterilized. Investigation of the electronic part of the pump: the pump has been received by the r&d department in a state where the top cover was removed in order to look at the inside of the electronic chamber and to investigate the electronics. Following steps have been followed during the investigations: visual observation under binocular: white chrystals at both sides of piezo between piezo and membrane holder indicate that drug/saline got into the electronic chamber through the membrane. To confirm that piezo got removed: white chrystals on membrane. Injecting di water from outlet into pump yields a clear appearance of a water drop in the middle of the membrane confirming the fractured membrane. The battery contacts are torn off from the electronic circuit. Conclusion: broken membrane let drug enter into electronic chamber and got in contact with piezo and electronic components could explain the hardware failure[8] error and the accuracy problem with the fls. The battery contacts anymore connected with electronic board could explain the hardware failure[1]. The root cause of the ti-membrane breakage was not clearly identified. The root cause of the disconnection of the battery to the electronic board could not be identified. (B)(4) was initiated to collect and analyze all data available related to ti-membrane breakage on medstream pumps. As the root cause of the battery disconnection was not identified no corrective action was taken. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.